Manufacturer narrative:
(B)(4).

Event description:
On 06jun2017 a call was received from a johnson and johnson sales representative who reported that he/she received an email from an eye care provider (ecp) on 05jun2017 advising that two patients (pt) had corneal ulcers with the acuvue oasys 1 day brand contact lens. The ecp reported that another doctor in the practice ¿thinks they may be tightening up.¿ both pts were reported to be good pts; superior infectious infiltrates near upper lid. On 09jun2017 additional information was received from the ecp as follows: the ecp reported that the pt was diagnosed with a corneal ulcer; pt previously wore acuvue oasys brand contact lenses and was an extended wearer; pt was switched to acuvue oasys 1 day brand contact lenses; ecp reports pt wore the lenses about three month before the issue occurred; the pt was seen in the office (date of the event is unknown) with complaints of ¿excruciating pain.¿ the pt was diagnosed with a corneal ulcer, peripheral above the pupil; corneal ulcer was bacterial; pt was prescribed vigamox every hour initially; ecp reported that the pts eye worsened (affected eye unknown) and the prescription eye drop was changed and the ulcer resolved. The ecp reported that another ecp in the practice thought the ¿lenses might be tightening up on the pts eye, base curve reported as 8.5. No additional medical information was provided. Additional calls were placed to the ecp¿s office and additional information requested. No additional information was received. The date of the event, lot number and product availability are unknown. No additional information is known. The second pt event is documented in a separate record. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.